Event description:
The cathter did not flush properly. Suspected product mechanical failure. A different catheter was used. This was an out of the box failure. There were no complications.

Event description:
The cathter did not flush properly. Suspected product mechanical failure. A different catheter was used. This was an out of the box failure. There were no complications.